Event description:
It was reported that during an unknown procedure, it was found that the tissue pad was detached during use and the device stopped being used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached and a small piece missing. The blade was found gouged at the tip. In addition, scratches and cracked were also seen on the blade. The device was tested with a test handpiece and generator and an instrument error was received, no further functional testing could be performed. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. The damage to the tip of the blade, gouged was due to the blade coming in contact with the clamp arm. This occurred because the tissue pad was melted at the tip. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.